Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The connector pin was repaired. The system was tested and is operating as intended.

Event description:
The customer reported that a pin on the 7700 system's connector cable was pushed in. No patient injury was reported.